Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found "conscious change and seizure" in the ward. A computed tomography (CT) scan showed subdural hematoma. The patient's family refused surgery and chose to forgo resuscitation. The patient passed away on (B)(6) 2025. The patient's international normalized ratio (inr) was within the acceptable range, however relation to the left ventricular assist device (lvad) could not be ruled out.